Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents and scratches were seen on the insulation during visual inspection. The probable root causes could be normal wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents and scratches were seen on the insulation during visual inspection. IFU 10000401070 "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes could be normal wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.